Manufacturer narrative:
Occupation: occupation is lay user/patient. Device evaluated by MFR: the customer did not return the test strips.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The customer initially tested at 5:28 p.m. With a result of 4.8 inr. The customer re-tested on the meter using a different finger at 5:31 p.m. With a result of 4.8 inr. The customer went to the laboratory and the result within 7 hours was 3.0 inr. The customer had some bruising at the time of these results, however, no medical treatment was required. No medication changes were made since the result of 3.0 inr was within the customer's therapeutic range. On (B)(6) 2019 the customer obtained a result on the meter at 7:31 p.m. Of 7.7 inr. The customer re-tested on the meter at 7:31 p.m., 7:34 p.m. And 7:38 p.m. With results of > 8.0 inr, 7.6 inr and > 8.0 inr respectively. The customer went to the emergency room where the result from the laboratory within 7 hours was 6.0 inr. The customer as admitted to the ICU for 2 days based on the laboratory result. The customer was treated with an IV but didn't know the specific treatment received. The customer did not require any surgery and had no internal bleeding. The customer's therapeutic range is 3.0 - 3.5 inr. For the event on (B)(6) 2019, the meter correctly alerted the customer of high inr and the customer sought treatment appropriately. There is no information to suggest the device caused or contributed to the adverse event. The result at the ER was also higher than the customer's therapeutic range. The customer is currently in stable condition. The customer cannot consume mangos or cranberries and has strict consumption amounts for greens. The customer does not have antiphospholipid antibodies and is not taking any other anti-coagulants. The meter and test strips were requested for investigation. The meter was returned; the test strips were not returned. The results alleged by the customer were not observed in the meter memory; there were no results in the meter memory. Retention test strips were measured with the returned meter with liquid qc of a low level: qc 1: 1.2 inr, qc 2: 1.2 inr, qc 3: 1.1 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.0 - 1.4 inr). All measurements were without error messages. Relevant retention test strips (lot 353503) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.